Event description:
A report was received that the patient had developed an infection at the pocket and lead sites. The patient experienced flu-like symptoms. The patient was hospitalized and given vancomycin IV antibiotics and oral antibiotics. The physician believes that the infection was device and procedure related. The patient is reportedly doing well and the infection has resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-50, serial: (B)(4), description: linear 3-6 lead, 50cm; model: sc-2366-70, serial: (B)(4), description: linear 3-6 lead, 70cm; model: sc-3354-25, serial: (B)(4), description: w4 splitter 2x4-25cm. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.